Manufacturer narrative:
Zimmerbiomet complaint number(B)(6) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h6: evaluation codes h10: additional narrative upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR 0002023141-2021-02580.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implant at an unknown tooth site lacked primary stability, and was removed.